Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, pocket manipulation caused the device to oversense. The oversensing could not be reproduced outside the pocket. The leads were resutured down to the tissue, but the oversensing still occurred.